Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre 2 sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensor and no trends were identified that would indicate any product related issues. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. The operating system is unknown so product information provided is for ios. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A customer reported receiving an "incompatible sensor" message upon scanning the adc device. The customer reported they "did not have enough sugar in their body" and experienced seizure, however, indicated they self-treated (unspecified). There was no report of death or permanent impairment associated with this event.